Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 5. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer if it exceeded 500 mg/dl. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. A replacement pump was to be shipped, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.